Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had uncomfortable stimulation at the lead site and at the chest region, making it difficult for the patient to breath. Infection was ruled out. The patient opted to explant the entire system, which occurred on (B)(6) 2018.